Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the date of the procedure was not yet available.

Manufacturer narrative:
Additional information received indicates that this event is now reportable for serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the ins was replaced due to normal battery depletion. It was noted that a corrective procedure was scheduled by the hcp. The issue had not yet been resolved and the cause had not been determined.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported therapy was not working after replacement. After surgery at the nurse department for programming the therapy, there was no signal of the electrodes. Impedance measurement found all 4 electrodes > 4000 ohms on the existing lead. Tried different programs and several combinations of electrodes. The issue was not resolved at the time of the report.